Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint that the "electrode at its distal tip does not have the last piece" is confirmed. The cap electrode was noted completely separated/missing from the distal end of the catheter upon receipt of the sample. No other issues were noted during the investigation. The root cause is manufacturing related. A non-conformance has been initiated to further investigate the issue. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the doctor was preparing to place a temporary pacemaker electrode on a patient with an acute myocardial infarction. At the time of electrode placement, the nurse assistant observed that the electrode at its distal tip does not have the last piece. As a result, another device was used successfully, using the same insertion site. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the doctor was preparing to place a temporary pacemaker electrode on a patient with an acute myocardial infarction. At the time of electrode placement, the nurse assistant observed that the electrode at its distal tip does not have the last piece. As a result, another device was used successfully, using the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No parts were returned to teleflex chelmsford for investigation. The reported complaint of component missing is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the doctor was preparing to place a temporary pacemaker electrode on a patient with an acute myocardial infarction. At the time of electrode placement, the nurse assistant observed that the electrode at its distal tip does not have the last piece. As a result, another device was used successfully, using the same insertion site. There was no report of patient complications, serious injury or death.